Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). The device was returned for analysis with bottom case and plunger assembly tamper seals removed or broken. Cracked on top case by the tube holders also cracked on right plunger case and battery door. Pump was over 11 years old. Power up and check the reading of force sensor were performed. Unable to duplicate the force sensor bridge test error at power up and all the reading of force sensor within the required specifications. Unable to determine what or who caused the intermittent error. Replaced force sensor for preventive maintenance, performed preventative maintenance and all functional testing. Device passed all functional/delivery tests. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor bridge. No adverse effects were reported.